Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly while pump battery was being charged. Low power alerts/alarm occurred prior to pump shutting off. Customer unplugged from power source and reportedly, upon recharging, pump battery was charged and customer resumed pump therapy. There was no reported adverse impact to customer's blood glucose.